Event description:
The device was returned to a third-party service center regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the device evaluation, the device was visually inspected. During the evaluation, the power connector of the unit was corroded, and the unit could not be powered on in order to collect the error, log machine hours, error code numbers, and the software version. There was corrosion on the metallic surfaces and dust and dirt were also found inside the device. There was no evidence of foam degradation found, nor were foam particles visible. The device has been scrapped.

Manufacturer narrative:
H3 other text : the device was evaluated at a third party service center.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded and corrosion on metallic surfaces. Additionally, dust/dirt contamination found inside the device during the device evaluation. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.